Event description:
As reported, during a therapeutic endoscopic sphincterotomy (est) procedure the knife wire of the device broke at the timing of incision (when energized). The device was replaced with similar device and the intended procedure was completed with no harm or injury to the patient. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device evaluation found the cutting wire was broken. The investigation was performed to confirm the condition of the breaking portion. It was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Other abnormalities that could lead to the breakage of the cutting wire were not observed. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items, which related to the reported phenomenon. ·process inspection sheet, ·quality inspection sheet, ·nonconforming product report. This instruction manual contains the following information. (Drawing no.gk6224 revision no.9). The device's instruction manual provides the following warnings, which may help to prevent the issue. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material.. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Based on the confirmation result and similar complaint investigation results in the past, a likely cause of the cutting wire breakage might be the following reasons. High frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot. High frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred, and the cutting wire became instantly hot. However, the exact cause of the problem could not be conclusively identified. Olympus will continue to monitor complaints for this device.